Manufacturer narrative:
Concomitant product: product ID 355031, lot # n200080, implanted: (B)(6) 2009, product type screening device; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
It was reported that a possible problem with the implantable neurostimulator (ins) was reviewed/alleged/suspected. It was noted that an elective replacement indicator (eri) was observed on the patient programmer in the ¿last few weeks.¿ it was also noted that in the ¿last month or so¿ the patient had an increase in pain. The patient reported she had dropfoot and pain in the right foot but the pain had been worse ¿in the last few weeks.¿ the patient received an epidural injection but that did not help. The patient also noticed when she was leaning back the stimulation would increase and then lean forward and it would lessen. The patient had contacted the doctor and would go in ¿monday¿ for the pre-op appointment. It was noted that they were set to ¿revise/replace¿ on (B)(6). The patient also noted she had to have stimulation on ¿24/7 otherwise she could not walk.¿ the patient also noted her settings were ¿high usually around 4 or 5 volts.¿ the patient had attempted contacting two different manufacturer representatives but they were not available. Additional information was requested but was not available at the date of this report.